Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during an optical navigated lumbar-sacral fusion revision, the tip of a thoracic probe broke off inside the patient¿s bone. The tip was retrieved using the medtronic evolution universal removal set. An additional set was called up from sterile processing to complete the case. No negative effects on the patient were realized and no significant delay to the case was incurred.

Manufacturer narrative:
G2: foreign country - canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.